Event description:
Upon receipt of the device, the user reported that the system 1 timer was not matching up correctly. The user setup the time, then after a few days the time was different compared to real time. There was no pt involvement.

Manufacturer narrative:
Investigation in process, but not yet completed.